Manufacturer narrative:
Visual inspection: the tooth broke off the wire passer. The tooth was received with the device. Functional inspection: the grasper wire extended and retracted when the thumb slide was actuated back and forth. The probable root cause for the reported failure involving this device could be due to user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke; the tip was retrieved.